Event description:
It was reported that during a chronic catheter placement procedure, the hard supporting tube was allegedly cannot be pulled out from the catheter. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical sample, one 8fr navarre drainage catheter locking pigtail segment was returned for evaluation and one photo and one video were provided for review. Visual and functional evaluations were performed on the returned device. The photo shows the label picture in the foreign language in which the material number, batch number is verified with tw data. The video shows a clinician holding a drainage catheter. An attempt to remove the stylet was performed which was not successful. The complete view of catheter was shown, re-attempt to remove the stylet was performed but it was not removed. It appeared there was a bend to the cannula. An attempt to carefully removed the cannula from the catheter was performed and was unsuccessful. The cannula hub was locked in place and did not turn during attempt. Another attempt was performed with additional pressure and was successful. The cannula was removed, and the catheter was noted to pigtail at the distal portion. The cannula was noted to be slightly bent. The manufacturing evaluation site states, the photo and video provided were reviewed; however, without the physical sample to review it is not possible to definitely confirm whether or not the complaint was manufacturing related. Therefore, the investigation is confirmed for the reported stylet difficult to remove issues and identified deformation issues. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.